Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there were perforation issues. There was no report of patient impact. The following information was provided by the initial reporter: have been having a lot of the syringes packaging coming with incomplete perforations which seems to be on the plastic portion of the packaging that leads to syringes ripping open instead of easily separating rendering them useless to us in the operating room.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25-sep-2023. H6: investigation summary: two samples were provided to our quality team for investigation. Through visual inspection, it was observed that there was no perforation between the two packages which was non-conforming per product specification. Potential root cause for the uncut packages defect is associated with the packaging process. One of the failure modes noted during the investigation was a potential for an air control to be inadvertently triggered during routine operation. This air control controls the perforated blades that cut the packages as intended. The air control for the perforation/slitter station was relocated to a more ergonomically friendly location to prevent accidental activation. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use there were perforation issues. There was no report of patient impact. The following information was provided by the initial reporter: have been having a lot of the syringes packaging coming with incomplete perforations which seems to be on the plastic portion of the packaging that leads to syringes ripping. Open instead of easily separating rendering them useless to us in the or.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.